Event description:
It was reported that, noise was observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that noise resulting in oversensing was observed on the rv lead. Rv lead damage was suspected but not confirmed.

Manufacturer narrative:
The reported event of noise cause by lead damaged was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.